Manufacturer narrative:
Evaluation begun, but not yet completed.

Event description:
As reported, after being in use for about 367 hours in beijing, a dr found that when the ventilator alarmed, no audible alarm sounded. The ventilator was then tested and it was found that no matter what alarm occurred on the unit, there was no audible alarm. An engineer on site diagnosed the cause of this problem as the board. After replacing this board, the audible alarms resumed. The problem was duplicated with the same board in another unit. Please note there was no pt involvement in this case.